Manufacturer narrative:
Investigation summary: the complaint of "results issue" was received against the bd max instrument catalog number 441916, serial number (B )(6). Assistance was provided to customer to correct color compensation on bd sars-cov-2 assay and ensure manual sample preparation is free of contamination. The complaint is not confirmed as a failure of bd product. The root cause is unknown. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported while using bd max¿ system, bd max¿ instrument with bd sars-cov-2 reagents for bd max¿ system false positive results were obtained. Confirmatory testing was performed using bd biogx sars-cov-2 assay and the results were negative. Results were not reported. There was no report of patient impact. (B)(4).

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd max¿ system, bd max¿ instrument with bd sars-cov-2 reagents for bd max¿ system false positive results were obtained. Confirmatory testing was performed using bd biogx sars-cov-2 assay and the results were negative. Results were not reported. There was no report of patient impact. Eua# (B)(4).